Event description:
It was reported in xio that when bolus is present, the effective depth (with bolus) to the weight point returned on the source data report is incorrect. There was no mistreatment. The patient reported in this case was re-scanned just prior to treatment with bolus and was treated correctly. No further information was reported.